Event description:
Implant placed 11/14/1996. In 8/1997, tooth adjacent to implant abcessed. Severe bone loss extended to implant. Tooth was removed and graft placed on implant. Mobility of implant was noted 3/27/1998 when attempt was made to load it. One person affected.